Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted from the patient due to pocket erosion. The products are not expected to be returned as they were retained by the hospital. No additional adverse patient effects were reported.